Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter found no significant anomalies with the catheter incomplete/returned in segments. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a healthcare provider via a company representative. The event date was (B)(6) 2016. A dye study was done that showed no flow of drug through the catheter. The reason for catheter removal was an occlusion. The pump and catheter were explanted and replaced during the procedure on (B)(6) 2016. The catheter was aspirated and all parts of the old catheter were connected at the time of the procedure. It was working with good flow intraoperatively, so there was concern that there was an issue with the pump. There was no patient injury. The pump patient was improved in spasticity at a lower setting following replacement of the whole system. The device was used to deliver lioresal.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving gablofen at an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that the patient was in need of a catheter revision. The hcp informed the manufacturing representative regarding the need for a revision on (B)(6) 2016. The managing hcp did a dye study and confirmed the catheter was disconnected. The patient was being managed with oral baclofen. A catheter revision procedure was scheduled for (B)(6) 2016. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any other actions/interventions were performed. The issue was not considered resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's pertinent medical history was unknown. The patient's status at the time of the report was unknown. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.